Manufacturer narrative:
Additional information indicated that no serious injury/adverse event resulted from the event. This event is reportable for a malfunction. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-feb-19. The rep spoke to the patient the day the case the cancelled. The implantable neurostimulator (ins) was not available for implant because there was a limited supply due to the hurricane in puerto rico. They educated the patient regarding why the case was cancelled. The patient¿s weight at the time of the event was unknown. They never did the replacement. This information was confirmed with the physician. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient was scheduled to have their ins replaced on (B)(6) 2018 because it has depleted in charge 3 times since being implanted on (B)(6) 2016. The patient verified that they let the ins go into overdischarge 3 times since implant. They were supposed to get the new ins implanted but the manufacturer cancelled the surgery because the ins was not available. The patient was very escalated and noted that they have already been in contact with their doctor today. Patient services sent a message to the local manufacture representatives (rep) to make them aware of the situation. No further complications were reported/are anticipated.